Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to a heart rate dropping too low. The caller stated that the passed out and hit a parked car. The customer stated that he is working with his endocrinologist at this point for his block out. Initially, the customer reported that his insulin pump was scratched when he took out of the box. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.